Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas, with a continuous glucose monitor reading of 63 mg/dl and an agent-noted pattern of earlier prolonged hyperglycemia followed by pump-delivered correction leading to hypoglycemia; the user treated with approximately 26 grams of oral carbohydrate and additional food, and the glucose subsequently returned to range. Symptoms included hypoglycemia. Outcomes included that the event required medication-equivalent intervention in the form of oral glucose and was characterized in reporting as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information regarding device performance, and the device component was characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.